Manufacturer narrative:
(B)(4).

Event description:
Medtronic representative reports pt was implanted with a paddle lead in the cervical area and immediately after surgery was experiencing left upper extremity weakness. About a week later, the pt was taken back to surgery for "decompression" surgery to relieve the pressure on the nerve. Representative reports pt symptoms are improving but have not resolved completely and he is recovering at a rehab facility.

Event description:
Additional review indicated that the following information reported in manufacturer report # 3004209178-2013-11720 pertained to the event report under this report number. It was reported the patient¿s implanting physician ¿crippled¿ him; the patient¿s healthcare professional (hcp) ¿bruised¿ his spinal cord. It was also reported after two surgeries the patient¿s implant had not been turned on and he spent four weeks in the hospital about four years ago. Additional review also clarified that the patient¿s symptoms had resolved after the implant and decompression surgeries; however they were still in the rehabilitation facility. Any additional information regarding the initial implant issues and hospitalization will be reported under this manufacturer report number.

Manufacturer narrative:
(B)(4).